Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found to have the output voltage regulation feature on off. The regulation feature was programmed on and additional interrogation indicated that the output voltage regulation remains on.